Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver pcb and ribbon cable connector were evaluated and reseated. The ps1 power supply was also replaced and a generator calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and locked up. No patient serious injury or death was reported related to this event.